Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause on an unknown date. It was not reported whether the pt was hospitalized prior to death. It was not reported if dianeal therapy was ongoing until the time of death or if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.